Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. The technical service representative (tsr) explained the alarm and the possible causes. The patient had the alarm the previous night and was not sure of all the troubleshooting questions. The cause could not be determined. The tsr was able to set the patient up for the next therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.